Event description:
It was reported that there was a granuloma, a catheter revision and subsequent withdrawal. The patient had a broken hip and was hospitalized; shortly thereafter he experienced and continued to experience paralysis in the legs. It addition, the patient experienced increased pain in hips and groin area, and an increase in existing chronic pain and new pain, despite increases in the pump medication. The healthcare provider (hcp) ordered an MRI to help diagnose causes of the pain, and a possible granuloma or fibrosis was noted on the MRI report. The hcp was unsure if the symptoms were due to the hip injury or a catheter issue at that time. It was later reported that the patient had a spinal cyst, and the catheter was "cut and removed". The patient subsequently experienced withdrawal symptoms of increased pain, nausea and vomiting, and diarrhea. The patient hospitalized, and the event was reported as a serious injury/illness. The patient event outcome/status was reported as "recovered without sequelae" the medications in the pump were baclofen (compounded), fentanyl, infumorph, bupivacaine, and clonidine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8832, serial# (B)(4), product type programmer, patient product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).